Event description:
The patient had the strain relief in the neck loosened on (B)(6) 2016 due to the pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had experienced pain in the neck and was referred for surgery for the pain. The pain was reportedly constant and was occurring where the patient's electrodes were placed. The patient also reported voice hoarseness. The patient's vns settings had been adjusted prior to the patient's neck pain beginning. Diagnostics from prior to the patient's pain beginning were provided and showed proper device functionality. No surgical intervention has occurred to date. No further relevant information has been received to date.